Event description:
It was reported that pump displayed malfunction alarm with malfunction 9 and fault ID 0x20f1, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, reset pump, refilled insulin, resumed insulin delivery, and received follow-up call to confirm pump was working properly after reset.